Event description:
In 2008, pt reported he received a burn the size of the nickel under the patch after iontophoresis treatment. On four days later, the patient reported that burn has worsened and his physician assistant gave him a triple-antibacterial ointment to apply to the burn. The pt returned the patch to his physician and it was disposed of. It is unk which type of empi iontophoresis device was involved.

Manufacturer narrative:
The investigation of this event is ongoing and a supplemental report may be submitted if material info is discovered.